Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received a questionable result from a coaguchek inrange meter. The serial number was requested but was not provided. The result from the laboratory using neoplastin stago reagent at 8:52 was 3.5 inr. The result from the meter at 9:29 was 4.6 inr. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.